Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined. Related reports: 3025141-2023-00367, 3025141-2023-00368, and 3025141-2023-00369.

Event description:
In the article " minimally invasive surgical treatment for unstable fractures of the proximal phalanx: intramedullary screw?" By aita, m.a.,. Et al., the authors wanted to analyze the clinical-functional parameters and quality of life of patients undergoing minimally invasive surgical treatment for extra-articular fractures of the proximal phalanx, using an intramedullary screw (acumed acutrak® screws). Between january 2011 and september 2014, a prospective study was conducted on 41 patients (48 fingers) with unstable extra-articular fractures of the proximal phalanx, who underwent minimally invasive surgical treatment using an intramedullary screw (acumed acutrak® screws). All the patients achieved adequate reduction and consolidation of their fractures. However, one patient had postoperative infection with exposure of the implant- the implant was removed after consolidation of the fracture. Three (3) other patient had pain in the middle phalanx, potentially due to the "great length of the screw" per the authors. These patients had the screws removed after the fracture had consolidated, and it was reported this improved the pain. Report 1 of 4.